Event description:
The pt reportedly experienced a decrease in performance. In 2005, the pt was seen by a co rep for eval. Testing performed confirmed out of range impedances on several electrodes. Surgery will be scheduled to explant the pt's c1 device.